Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department of olympus, some location of the device were dirty, which indicated insufficient reprocessing. It might have affected the reported event. But it was not possible to confirm relation between the event and the device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was in repair a few months ago and when it got back there were issues with the micro testing. However after three tests it appeared ok. The device had been in repair again and got back, however it continued to get a positive result. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.